Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set tubing occlusion event. Blood glucose levels were 359 mg/dl at the time of event. Patient took correction bolus via pump to address the event. No further information available.